Manufacturer narrative:
Three attempts were performed to obtain the customer¿s occupation, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during an unknown diagnostic procedure when the scope was connected to the evis exera iii xenon light source, b30 scope communication error occurred. There were no reports of patient or user harm due to the event.

Manufacturer narrative:
In addition to b5, troubleshooting was performed by the olympus technical assistance center (tac) with the customer. The reporter did confirm that she cleaned the socket of the lightsource. She was instructed to shut off the lightsource and video processor and reseat the scope, boot up the tower, and see if the error still occurs. The reporter confirmed the error no longer occurred and the lightsource tower worked normally. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.